Event description:
It was reported that the customer had been receiving multiple no delivery alarms on his insulin pump. His blood glucose level was unknown at the time of reporting. He declined troubleshooting, and stated that he wanted the pump replaced. No equipment was returned. The pump was replaced. No additional information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the device had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.